Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. The lesion being treated was located in the left external iliac. The lesion characteristics were an average lesion with an intraluminal diameter that was 1mm, total lesion length was 10 mm, tight or focal, calcified, chronic and concentric. The express sd stent was implanted in the left external iliac. The device had a diameter of 7mm and length of 15mm. A second device was not implanted. The clinical and radiological assessment was technically successful and there were no procedure related complications. At discharge there was less than 30% residual stenosis. At the one month follow up, the patient was alive and there was less than 30% residual stenosis. The patient three-month follow up assessment documented that the patient died in (B)(6) of 2007. No additional data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.